Manufacturer narrative:
This field was corrected to 30 day reportable. The original submission of 5 day reportable was inaccurate for this type of complaint.

Manufacturer narrative:
Results: an investigation indicates that the device has a j crack. This is a known defect that occurs in the forming process. This crack caused the additive to leak out of the tube. Two other samples from the same lot were tested, and no defect was found. The intact tubes were sent to the lab for assay and it was found that titration levels met specifications. Conclusion: due to the severity and occurrence of the reported condition, there will be no further action at this time. This lot number and reported condition will continue to be monitored.

Event description:
It was reported that bd vacutainer® sodium citrate tube, .105 m/3.2% was received without containing anticoagulant. No serious injury, no medical interventions. The problem was identified before use.